Event description:
On (B)(6) 2026 this female peritoneal dialysis (pd) patient reported being in the hospital due to peritonitis. The doctor was not certain if the pd catheter (not a fresenius product) would be removed. Additional information was obtained through follow-up conduct on (B)(6) 2026 with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to abdominal pain, weakness, and fever. The patient was admitted to the hospital and diagnosed with peritonitis. The hospital records with the culture results and antibiotic therapy are not available. However, the patient informed the pdrn that she is receiving intraperitoneal (ip) antibiotics every other day until (B)(6) 2026. The patient remains hospitalized. The patient is expected to be discharged to a rehabilitation facility for 10 days. The patient will be seen in the pd clinic after being released from the rehab for a post hospital visit. The patient is continuing pd therapy in the hospital. Per the pdrn, the patient does not have any back-up access placed for alternate dialysis. No additional details were available. The cause of the peritonitis is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.